Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that performed by a the cardiosave intra-aortic balloon pump (iabp) had battery will not charge issue. There was no patient involvement and no harm reported. Staff is reporting unit not charging batteries while plugged in. The issue was resolved on a phone call with getinge field service engineer (fse) and there was no onsite visit. It was instructed to make sure rescue is securely inserted into cart. Upon inspection, it was not. He inserted rescue into cart and batteries charged to full capacity. Released for clinical use. Provided phone support.